Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 2.2, lab: 3.4. Lab and meter results were done within one hour.

Manufacturer narrative:
Investigation pending.